Event description:
It was reported that the screwdriver appeared to get stuck inside the acetabular screw during implantation. The surgeon placed levering forces on the screwdriver, and the tip of the screwdriver broke.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.